Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported that the device was not working and it would not turn on. The battery showed it had power there and there was a picture of a doctor and the word poor. There was a power on reset (por) and that therapy stopped due to it. The por was not related to an overdischarge. It was noted that it was an informational por that was cleared successfully. The therapy was turned back on and it would resume at last programmer parameters. It was noted that therapy was adequate. Other relevant medical history includes non-malignant pain.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received from the manufacturer representative reported that the neurostimulator (ins) was interrogated for the first time by a clinician programmer since the power on reset (por) was cleared in september 2015. When interrogated, the programmer displayed a 0x400 parity error por. This was resolved with troubleshooting, and it was noted that therapy was adequate.